Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the lid of the drawer cubie pocket was open, preventing the drawer from opening. A customer support specialist recommended that the customer press the retry button, which successfully opened the drawer and resolved the issue. The system functioned as intended after the customer support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer became jammed. The customer reported that this issue occurred while dispensing medication, which hindered patient care. There were no adverse events or injuries reported based on this incident.